Event description:
A malfunction was reported on the pump, but it occurred without any prior notable events. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the reset, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call if the malfunction reappears, which the customer acknowledged and understood.